Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 503 mg/dl); cause was not known. Contact administered insulin injection to address bg. Pump system check was performed with tandem technical support and no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.